Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The device exhibited post-paced t-wave oversensing. The device was reprogrammed and remained implanted.

Manufacturer narrative:
(B)(6).